Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy that the hydros robotic system generated a "e917 - cystoscope not detected by system" error. Despite troubleshooting attempts and replacing the hydros handpiece, the issues persisted. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The handpiece was returned for evaluation. The edge card of the handpiece was viewed under the microscope, and contamination was observed. No other damage or anomalies were observed. The handpiece was tested on the failure analysis hydros robotic system and worked as intended without any issues. The root cause of the reported event is likely due to the contamination on the edge card, which might have worn off during the testing because of the multiple reinsertions. However, the root cause of the contamination could not be determined. A review of the device history record (DHR) for hydros handpiece lot number 24c05967 was conducted, which confirmed that there was one (1) non-conformance (B)(4) issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. Hydros robotic system user manual um0401-00 rev b was reviewed. Table 5 error messages: e917: reconnect component: 1. Release foot pedal. 2. Check status panel for source of issues. 3. Reconnect or replace component as needed until status becomes green. 4. Click ok to clear alert; may require realignment and replanning. If issue persists, call procept biorobotics. Log files were reviewed. The system triggered "e917 - cystoscope not detected by system" error confirming the reported failure mode. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.